Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that after a patient complaint regarding low priority alarms and the controller was exchanged and returned to manufacturer for evaluation. There was no reported patient injury as a result of the event. The controller was subjected to visual and functional tests which yielded no abnormalities with the product; no failures were detected when the controllers were tested. However, review of controller log file revealed a power disconnect alarm confirming the reported event. The root cause of the "power disconnect alarm" can be attributed to communication error between controller and battery as a result of a combination of software deficiency, electronic inadequacy, and fretting corrosion on connector pins. Heartware has an open internal investigation to evaluate these types of issues. A field safety notice (fsca apr2015a) was issued to clinicians to be delivered to patients currently on device. It provided awareness, warnings, and safety mitigations regarding potential communication issues between the controller and battery power sources. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of power sources. The IFU provides instruction to further educate the patient about product safety, visual and audible alarm management, and device management; additional guidelines instruct the user on how to detect and react to a power source malfunction. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from (B)(6) that the patient observed low priority alarms from the controller. The patient stated that it seemed that power port 1 would not fully connect to the charged batteries. The facility performed a controller exchange and sent the device to the manufacturer for evaluation. There was no reported patient injury as a result of this event.